Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for a bilateral extremity arteriogram with intervention. It was reported the patient had calcification at the site. When the treating physician pulled the catheter out of the patient, the tip of the catheter fractured off inside off the patient. The piece was retrieved by the treating physician during the same procedure, and the procedure was successfully completed. It was reported the patient is doing fine and suffered no harm or injury due to the event. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).